Event description:
It was reported that during a thoracotomy with resection of lobe, the psee45a powered echelon 45 device fired once the second firing device ¿went dead¿. The tech removed the battery and reinserted into device. The doctor attempted to fire again and the device cracked between firing trigger and grip no patient consequence. The patient had no implanted wires or declared prior lung surgery and took out third device with no issue. The procedure was completed successfully with no patient consequence.

Manufacturer narrative:
(B)(4). Batch #: 610a04. Additional information: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos. In the first one, an echelon device was observed with the handle shroud to be broken. In the second photo, it was observed the label that pertains to the lot: x9444f. Based on the photos the event described could not be confirmed. However, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the handle shrouds damaged and with no reload present. It is possible that the damage found in the handle shrouds is a result of the interaction of the loose switch actuator jammed in the trigger area; causing the damage in the handle shrouds at the moment the closing trigger was closed. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.